Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). G4 - premarket / 510(k) #: k111295, k162350.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous vessel. A 4.0mm x 100mm x 150cm coyote balloon was advanced for dilation. However, during the first inflation at 10 atmospheres for 8 seconds, the balloon ruptured. The device was removed without any problem using the normal method, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.